Manufacturer narrative:
1. The customer returned 2 photos and 1 video, from which it can be identified that the sku is 383078, the batch code is 3353576, and the small end of the catheter hub is leaking. 2. DHR/bhr review lot 3353576. 1 this batch of products were assembled at intima ii auto line 3 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter hub. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The small end of the catheter hub is identified as leaking from the returned video, and the root cause of this defect cannot be determined as no defective sample is received for further testing. The defect has not occurred for nearly two years, and the plant will continue to track it.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked when puncturing the indwelling needle, blood leakage from the periphery of the indwelling needle is seen. Replace the intravenous indwelling needle and reinsert it.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.